Event description:
During surgical removal of lung tissue the pulmonary artery was closed with a surgical stapler. The pt was closed and when taken off table went comatose. Pt had to be reentered and found staple did not close and abdominal cavity full of blood. Staple removed and pt sutured.